Event description:
Reporter indicated that vns pt was scheduled for revision surgery due to device migration. It was reported that the pt's generator has been moving, causing irritation to her chest. The pt underwent revision surgery, during which the generator was repositioned.